Event description:
Baxter reported a "leak from connection of ti adapter" and the transfer set. This was noted during use with no patient injury or medical intervention reported by the complaint coordinator.